Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms and an occlusion alarm occurred. Customer changed the cartridge twice and infusion set once. The pump battery was not charging. Multiple cables were used in an attempt to charge battery. When a usb cable was plugged into the pump, the date was incorrect. Distributor assisted customer with resetting pump and pump date was corrected. However, battery was not charging and battery depleted resulting in the pump shutting off. Customer reverted to using an alternate method of insulin therapy. Customer¿s blood glucose level was 306-432 mg/dl.